Event description:
A total hip replacement surgery was extended by 45 minutes due to the breakage of a tracker accessory instrument and its backup. Having observed the breakages the surgeon then discontinued the use of the navigation system and resorted to conventional instrumentation to complete the surgery. There were no other effects to the pt reported.

Manufacturer narrative:
Weld failure was confirmed at the evaluation of components. Corrective and preventive actions have been taken.